Event description:
The customer reported unable to acquire v1 on a 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire v1 on a 12 lead ECG. There was no reported adverse pt impact. The philips repair bench evaluated the device and ECG cables and found the trunk cable failed. The trunk cable was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer.